Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's hip arthroplasty was scheduled to be revised due to pseudo tumor and pain. It is unknown at this time if the revision took place.

Manufacturer narrative:
It is unknown if the patient was actually revised, therefore the event date and explant date should be na or blank. No device or photos were received, therefore the condition of the device is unknown. The lot number of the device is unknown, therefore the device history records and complaint history could not be reviewed. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer cpt stem was used with a finsbury adept, acetabular cup and modular head. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. It cannot be confirmed that this incompatibility has any definitive relationship to the reported event. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a patient was scheduled to undergo revision of the right hip due to pseudotumour and pain. It is unknown if the revision took place. It is noted that the construct consisted of a finsbury adept, acetabular cup and modular head.